Manufacturer narrative:
On 4/23/2020, mentor became aware that the surgery date has been moved from (B)(6) 2020 to (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of surgery is moved to (B)(6) 2020. Hence, explantation date has been updated to (B)(6) 2020 on this form. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Concomitant products: left side; 375cc mentor memorygel breast implant; catalog number: 3503751bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 375cc mentor memorygel breast implant and was presented with breast implant rupture on her right side indicated by MRI on (B)(6) 2019. As a result, the device will be explanted on (B)(6) 2019.